Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my cervix') and device breakage ('rod being cut from it/ pet fibres were everywhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), cystitis interstitial ("interstitial cystitis"), diverticulitis ("diverticulitis"), insomnia ("insomnia"), adnexa uteri pain ("stabbing pain in ovary region"), fatigue ("tired") and stress ("overwhelmed"). The patient was treated with surgery (hysterectomy and hysterectomy after 7 years). Essure was removed. At the time of the report, the device expulsion, device breakage, pelvic pain, cystitis interstitial, diverticulitis, insomnia, fatigue and stress outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered adnexa uteri pain, cystitis interstitial, device breakage, device expulsion, diverticulitis, fatigue, insomnia, pelvic pain and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received new reporter information was added. New event tired, overwhelmed was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal / e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this retention case. Transferred information includes references. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("interstitial cysitis") and diverticulitis ("diverticulitis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, cystitis and diverticulitis outcome was unknown. The reporter considered cystitis, device expulsion and diverticulitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: f/u social media processed. Events diverticulitis and cystitis added. Device dislocation updated to device expulsion. On (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my cervix') and device breakage ('rod being cut from it/ pet fibres were everywhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), cystitis interstitial ("interstitial cysitis"), diverticulitis ("diverticulitis"), insomnia ("insomnia") and adnexa uteri pain ("stabbing pain in ovary region"). The patient was treated with surgery (hysterectomy and hysterectomy after 7 years). Essure was removed. At the time of the report, the device expulsion, device breakage, pelvic pain, cystitis interstitial, diverticulitis and insomnia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered adnexa uteri pain, cystitis interstitial, device breakage, device expulsion, diverticulitis, insomnia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received from social media: new events constant pain, insomnia, ovarian pain, device breakage were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one migrated to my cervix') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device dislocation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event medical device removal updated to device dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my cervix') and device breakage ('rod being cut from it/ pet fibres were everywhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), cystitis interstitial ("interstitial cysitis"), diverticulitis ("diverticulitis"), insomnia ("insomnia") and adnexa uteri pain ("stabbing pain in ovary region"). The patient was treated with surgery (hysterectomy and hysterectomy after 7 years). Essure was removed. At the time of the report, the device expulsion, device breakage, pelvic pain, cystitis interstitial, diverticulitis and insomnia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered adnexa uteri pain, cystitis interstitial, device breakage, device expulsion, diverticulitis, insomnia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.